Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3272-25 neuro receiver, implanted (B)(6) 2006; 3998 pain stim lead, implanted (B)(6) 2006; 3708340 (x2) neuro extension, implanted (B)(6) 2006; 37752 neuro recharger, implanted (B)(6) 2006; 37742 neuro recharger, implanted (B)(6) 2006; 3998 pain stim lead, implanted (B)(6) 2006; 37713 pain stim ipg, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided inappropriate shock therapy for supra ventricular tachycardia (svt). The ICD was interrogated and the patient was discharged from the emergency room. The ICD remains in use with no programming changes made. No further patient complications have been reported as a result of this event.